Event description:
The customer reported that the reagent probe b of a unicel dxc 600 synchron system was leaking during a quality control (qc) run. The customer did now know how much fluid was spilled, but stated that the drip tray was full and some fluid had also leaked into the reagent carousel. The customer was wearing a lab coat and gloves during the event and there was no injury or exposure reported. No erroneous results were generated and there was no affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found that reagent probe was leaking due to a faulty vacuum valve. Fse removed the valve, cleaned and lubricated inside solenoid and spring, and repair was verified per established procedure. Root cause of the leak was due to a faulty vacuum valve.

Manufacturer narrative:
(B)(4).